Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/24/2024, it was reported by a sales representative via (B)(4) that an ar-8305 shaver console is causing a burning smell. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h6. (Control board) this evaluation determined that the reported event occurred due to a resistor r51 failure on the control board resulting from an overcurrent condition caused by issues investigated and addressed in CAPA-00063.